Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested, however a response has not been received to date: 1st email to rep, requesting additional information: do you have any pictures of the reaction? Please describe how was the adhesive was applied. What prep was used prior to, during or after prineo use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? What is the physicians opinion of the contributing factors to the reaction? Is the product or representative sample (product from the same lot number) available for evaluation? Patient demographics: initials / ID; age or date of birth; bmi ; patient pre-existing medical conditions (ie. Allergies, history of reactions) was prineo/demabond or skin adhesive used on the patient in a previous surgery or wound closure? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a breast surgery on (B)(6) 2019 and topical skin adhesive was used. The patient returned on (B)(6) 2019 with contact dermatitis, where the mesh tape was applied. Patient was given benadryl and oral antibiotic and the adhesive was removed. Patient was seen on 1/6 and is doing better. Additional information has been requested.